Event description:
The plaintiff's attorney alleges that the pt experienced a sudden cardiopulmonary arrest during dialysis and expired, which is alleged to have been caused by the product administered to the pt for dialysis treatment.

Manufacturer narrative:
This is one of two device reports related to the same event. A f/u report will be submitted upon receipt of add'l info.